Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the single medication was not charging on dispense. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not configured correctly with the chargeable option in the pyxis enterprise server (pes). A technical support specialist emailed the customer requesting the timestamp of when the issue occurred, logged into pyxis enterprise server (pes) to verify that the medication was enabled with the chargeable option, and confirmed with the customer that the issue was resolved. The case was marked as complete. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the single medication was not charging on dispense. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.